Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's o2 concentration was incorrect. The ventilator was investigated by our field service engineer on-site and the nozzle unit was found defective and replaced. No part has been returned to manufacturer for technical investigation. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The cause of the reported component failure has not been established in this investigation.

Event description:
It was reported that the ventilator's o2 concentration was incorrect. There was no patient harm. Manufacturer's ref.#: (B)(4).